Event description:
Balloon was being used to place a stent. As the balloon was being inflated, but before stent was fully expanded or balloon inflated, the tip of the balloon broke off in a separate piece. The tip was intentionally retained. The pt was discarded to home.

Manufacturer narrative:
This catheter is indicated for ptv indications. It was being used to dilate a palmaz stent which is an off label use. A sample catheter from inventory was pulled and tested. It exceeded the rbp of 1.5 atm and didn't burst until 2.5 atm. The catheter performed according to specifications.